Event description:
The customer reported to olympus, the visera 4k uhd camera control unit video connectors were broken and could not be connected. There was no procedure or patient associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the 4k serial digital interface terminal was broken resulting in no image. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d4, d8, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the pins of the serial digital interface connector were bent. It¿s likely the image was not displayed because it could not be connected properly. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.